Event description:
Product was being used as a secondary entry reamer over top of a guide wire. When the reaming was completed, the reamer was removed from the patient. It was discovered then, that a portion of the tip of the reamer had broken off and remained inside of the patient. Further attempt to retrieve the tip was determined to be potentially detrimental to patient care.